Event description:
On (B)(6) 2011, a male pt presented with a penetrated aortic ulceration between the celiac and the superior mesenteric arteries. A chimney procedure was performed using the transbrachial approach. Two gore viabahn endoprostheses were inserted. One viabahn stent graft was inserted in the superior mesenteric artery and the other was inserted in the celiac artery without deploying either one. Next the aortic stent graft was placed. The viabahn was deployed in the celiac artery without any problems. It was reported to gore that the physician attempted to deploy the viabahn stent graft in the superior mesenteric artery but it failed to deploy. Because the viabahn stent graft or any other product was unable to be implanted, the superior mesenteric artery was occluded.

Manufacturer narrative:
Device is reportedly being returned to gore for evaluation, but has not been received to date.